Manufacturer narrative:
The insulin pump was unable to prime unit during prime test and motor error during basic occlusion test due to faulty force sensor. The motor was tested outside the device and passed. Device was received with cracked case at display window corners. The device was received with scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 114 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.